Manufacturer narrative:
The device was returned to smiths medical. The sample was visually inspected; a pin hole on the breathing bag was noted. The sample was submitted to a leak test inspection per specification qp dabb rev.009 disposable anesthesia breathing bag / section 1.5 retention test. The returned device present leakage. Failure mode reported is confirmed. Based on the investigation results, the sample returned presented leakage due pinholes or tears on the raw material breathing bag provided by the supplier. DHR: due to customer have not provided lot number of the component returned, there is not documentation to review the history of the process.

Event description:
It was reported that during the pre-use check, leakage of air from the breathing bag was observed. No patient injury was reported.